Event description:
Customer reported four pump modules failed while infusing. The pt was intubated, unstable and post op les than 24 hours. The pt arrived in ICU from pacu when "all modules failed simultaneously". Stated the modules had power and were displaying "error". Infusions in progress at the time of the event were: propofol, tpn (no lipids), insulin and keep open fluids at 5 ml/hr. The pt started to wake up before the propofol infusion could be restarted. When the administration sets for the tpn and keep open IV infusions were removed from the pump modules, a bulge below the upper fitment was observed in each set. The system was replaced and the infusions restarted. Customer reported one of the event pump modules had a visible green color on the connector. Medical intervention was not required. No long term pt harm reported. Customer did not provide further pt or event details.

Manufacturer narrative:
Manufacturer's report date: 09/26/2012. (B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.